Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field(s): h4 and h6. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd) using the esg-300, the subject device went black while the dual-knife was outputting high frequency waves. The blackout only occurred during output and did not seem to occur when the device was not being output. The intended procedure was completed with the same set of devices. There were no reports of delays. There were no reports of patient or user harm associated with this event.